Event description:
It was reported that there was a device embolization. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient after two partial recaptures of the device. The closure device was somewhat proximal and there was a 2mm leak noted as well as a shoulder. There were no complications that were reported. On (B)(6) 2020 the patient came in for their 45 day follow up transesophageal echocardiogram procedure. The images showed the closure device was not found in the laa and had embolized. The closure device was now located in the descending aorta. The patient was admitted to the hospital with the plan to remove the device and re-implant a new closure device. The patient had no symptoms or complications from this event. On (B)(6) 2020 the physician successfully removed the closure device using a percutaneous snare. The next day on (B)(6) 2020 the physician used a new closure device and successfully implanted the device in the laa of the patient. There were no complications that were reported.